Event description:
Customer reported incorrect catheter was found upon opening the kit. Catheter found in kit reported as a "5f double". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned 3 unopened representative kits from lot 23f20f0205 for evaluation. Two of the kits were opened and the contents were examined. The kits contained one 50 cm 3-lumen 6 fr PICC, which is the catheter designed for this kit. The actual complaint samples could not be evaluated as they were not returned for analysis. A device history record review was performed with no relevant findings. The customer report of incorrect catheters could not be confirmed by complaint investigation of the returned representative samples. The kits contained the correct catheters and no problems were found. A device history record review was performed with no relevant findings. The root cause could not be determined based on the returned representative samples and without the actual sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported incorrect catheter was found upon opening the kit. Catheter found in kit reported as a "5f double". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported incorrect catheter was found upon opening the kit. Catheter found in kit reported as a "5f double". No patient involvement reported.